Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of de novo voiding difficulties/dysfunction, quality accepts the physician's observations. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5076606. Review of nonconforming reports revealed no related nonconformance's for this lot that would have contributed to the event. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
According to the available information, a (B)(6) patient experienced de novo voiding difficulties/dysfunction after altis procedure. Date of procedure: (B)(6) 2017. Date of onset event: (B)(6) 2017. Description of the event: de novo voiding difficulties/dysfunction (straining to void). Treatment: unknown (it "have" been asked to the surgeon). Status of the event: resolved on (B)(6) 2017. Last patient visit to the surgeon on (B)(6) 2018: device still implanted. Additional information reports that the treatment for straining to void (she can "emptying" the bladder only in bent over position) was a pessary size 0.